Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. Device investigation could not be conducted as the subject microcatheter was unavailable. Investigation of the production record could not be performed as lot information was unavailable. Based on the provided information, it was presumed that pulling force exceeding the product's design limit might be inadvertently applied to the catheter while the tip was trapped by the target lesion or stenotic vessel; however, details could not be ascertained. Although the device investigation and lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria, and there was no indication of product deficiency. Instructions for use states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, [malfunctions and adverse effects] separation.

Event description:
It was reported that the tip broke off a microcatheter (unknown lot number). The physician removed the fragment and there were no adverse patient effects.